Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer went to the emergency room and subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 552 mg/dl, and life-threatening ketones. Prior to hospitalization, it was reported the customer administered glucagon in attempts to address elevated bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. And was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.